Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized due to diabetes ketoacidosis on (B)(6) 2019. The customer blood glucose level was 189 mmol/l at the time of incident. Customer experienced symptom like customer was very nauseous and couldn't eat. Customer was treated in hospital with insulin fluid, electrolytes and other medicine. Customer has been using insulin pump system within 48 hours of reported event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer does not alleged insulin pump was under delivering. Customer reported that the high performance was passed. The devices will not be returned for analysis.